Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 23-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria per q04.01.003 rev. Ap, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot w25334.

Event description:
Na.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant glucose result on a patient. There was no patient information at the time of this report. Return product is not available for investigation. Method: date: potassium sample: I-stat , (B)(6) 2026, 8.9 meq/l a, I-stat, (B)(6) 2026, >9 meq/l a , I-stat , (B)(6) 2026, 4.3 meq/l a . The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.